Manufacturer narrative:
Evaluation summary: the hawkone was returned for evaluation. The hawkone was inserted into a cutter driver. The device was inspected and noted the torque shaft beneath the strain relief was bent approximately 90 degrees. The distal assembly was inspected and found no damages or anomalies. The cutter was retracted within the cutter window. A 0.014" guidewire from the lab was front loaded. The outer-diameter of the distal (0.0935"), medial (0.090"), and proximal (0.099") portions of the distal assembly were measured using a snap gauge. The distal assembly was inspected under microscope and identified a hole to the tecothane layer approximately 3 mm distal the cutter window. The hole ran parallel and in between the coils of the tip assembly. Outside of the hole, the coils where spread out away from the hole.

Event description:
It was reported that thee physician attempted to treat patient at the left mid superficial femoral artery(sfa) using a hawkone ls directional arthrectomy device. The lesion was reported as severely calcified but with no tortuosity and 85% stenosis. Artery was 4 mm in diameter and 20 mm in length. It was reported that moderate resistance was experienced during initial advancement and the device was unable to cross the lesion. It was reported that the hawkone bent at cutter window when attempting to cross due to heavy calcification at the lesion. It was reported that the vessel was pre-dilated and that the procedure was completed using a second hawkone ls. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.